Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient received treatment with injection of vancomycin 2 gram (frequency, duration and route not reported) for the indication of peritonitis. The action taken with dianeal therapy was not reported. At the time of this report the patient outcome of this peritonitis event was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.